Manufacturer narrative:
The insulin pump was received with blank display due to open traces of lcd driver on lcd board. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she had issues with the pump timing out. The customer stated that a new battery cap did not resolve the issue. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.